Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. UDI# - (B)(4).

Event description:
It was reported that when box of bone cement was opened, the inner package of powder was leaking into the outer packaging. There was no patient injury and no delay in a procedure as a result of the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrective action has been initiated to address reported issue.